Event description:
During removal of catheter it was found to be knotted. When attempting to withdraw from the vein, the device broke. Approximately 10 cm of the distal end was removed from femoral vein under flouroscopy.